Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated downward within the device pocket due to insufficient fixation resulting in loss of slack on the leads. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.